Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range right ventricular (rv) pacing impedance measurements. There was no noise observed. Technical service (ts) was consulted and recommended bringing the patient in the further evaluation and provided troubleshooting options. Currently, the products remain in service and there were no adverse patient effects reported. The local area field representative was contacted for additional information, however, at this time no further information is available.